Manufacturer narrative:
(B)(4). As the sample was not returned, an evaluation could not be performed. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). The minicap had not been re-used and the transfer set had been in use for 6 months. The patient did not have any difficulty when connecting the minicap to the transfer set, it was firmly secured, no damage to minicap was noted, and everything seemed fine. The patient stated that when she went to hook up to therapy that night, the minicap was off. The patient was not doing anything to have caused the minicap to fall off. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that on an unknown date the patient had a connection issue, described as the minicap falling off. The patient then experienced peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for the peritonitis. The patient was recovering when the peritonitis reoccurred. The patient restarted unspecified antibiotics for the recurrent peritonitis. At the time of this report, the patient was recovering from the peritonitis. No additional information is available. This is report 1 of 2 involved in this peritonitis event.